Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed the damage to the patient¿s driveline. Although a specific cause for the reported damage could not be conclusively determined, the account reported the damage was likely from where the patient was placing the driveline in the anchor. The account submitted two images of the patient¿s driveline. The images revealed that the outer jacket of the pump cable, as well as the underlying armor layer, had been torn at one location and exposed the underlying bionate layer. The bionate layer appeared to be intact, and the underlying wires were not visible. The second image additionally showed a layer of clear tape covering part of the tear. The controller event log file contained events from 10feb2026 through 11feb2026. No notable events or alarms were captured and the pump appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had more cosmetic damage on their driveline side of the cable. When the ventricular assist device (vad) coordinator tried to take it down to redo it, it was pulling the outer silicone away, so they just added more silicone on top of the old. They determined the damage was likely from where the patient was placing the driveline in the anchor. The vad coordinator instructed the patient to place the modular cable connection in the anchor connection instead to avoid more damage to driveline side of the cable. They also noted a prominent kink in the cable where both the silicone & the inner fabric were worn away. No power alarms or moisture/corrosion noted despite the previously placed silicone repair tape being cracked where the kink was located. The driveline was wrapped with silicone repair tape from the dressing exit to just past the power cable cover at the modular cable connection. Technical services (ts) stated that there was no evidence of any type of driveline electrical conductor issue in the log file. This damage appeared cosmetic at this time. Ts recommended continued application of recuse tape to prevent water ingress.